Manufacturer narrative:
The sample was returned for evaluation and sent to the manufacturing site. A CAPA was opened to address the issue of jamming. A follow up report will be filed if additional information is received.

Event description:
The event is reported as: the stapler jammed after the second staple was fired. No patient injury reported.